Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-120lpi, was being used during a robotic gyn procedure on (B)(6) 2019 when "a leaflet broke off from the airseal cap, and was retrieved from the patient". The reporter stated that all pieces were matched up to assure no components were left in the patient. There was a delay in the procedure due to the event; however, the amount of delay is unknown. The procedure was reported as having been completed successfully. Upon further assessment questioning it was reported that the patient was doing "well" and there was no need for medical intervention or hospitalization due to the event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned for evaluation however the provided photographic evidence exhibits the reported failure. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. A device history record review was not requested from the contract manufacturer since the lot number of the device is not known. A lot history review could not be conducted as a lot number is not known. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame 674,128 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: precautions: -inspect sound cap blue foam and blue seal prior to use. -use caution when inserting a sharp or large device through the cannula. -inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.